Manufacturer narrative:
Manufacturer's investigation conclusion: the event, of a mpu connection issue with controller power cable leads, was inconclusive (not determined) as no product was returned for evaluation and no event log file was available for review. The event was from a voluntary medwatch report. The patient was in the clinic for continued power cable disconnect alarms. The report noted that there may have been an intermittent connection between the controller black power cable lead and the mpu (connector on the mpu patient cable). The root cause of the event was unable to be determined in this analysis. Set up and use of the mobile power unit (mpu) with the heartmate 3 system are documented in the heartmate 3 lvas patient handbook (rev c p.78) and the heartmate 3 lvas instructions for use (IFU) (rev c p. 3-35). Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook (rev c p. 207 - ¿alarms and troubleshooting¿; p.219 ¿no external power alarm¿; p.223 power cable disconnected alarm) and the heartmate 3 lvas IFU (rev c p. 7-1 ¿alarms and troubleshooting¿; p. 7-15 ¿no external power alarm¿; p.7-18 power cable disconnected alarm¿). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's weight, gender, and age are not available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in clinic for assessment of continued power cable disconnect alarms on lvad (left ventricular assist device). The event log captured some power cable disconnect events on 2021 at 0815-0817 which occurred on the black power lead while using the mobile power unit (mpu). It appeared there may have been intermittent connection between the power lead and the patient cable.